Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.

Manufacturer narrative:
Additional information was received on may 8, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Device was returned to the manufacturer for evaluation. But the device evaluation was not yet completed. The manufacturer is submitting an updated report at this time. After completion of device evaluation, a follow-up report will be filed. Section h has been updated in this report.

Manufacturer narrative:
Manufacturer previously reported incorrect information in date received by manufacturer and due date and missed to capture error codes, and it was corrected and updated in this report the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was six error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.